Event description:
A customer contacted beckman coulter inc. (Bci) regarding inconsistent troponin (accu tni) results that were generated by the access 2 instrument for a single pt sample. An initial accu tni result was 0.28ng/ml. The sample was tested on a different instrument in the customer's lab and a result of 0.71 ng/ml was obtained. The original sample was re-centrifuged and then retested for accu tni on both instruments, and results were: access 2 instrument - 0.41ng/ml. Different instrument - 0.6ng/ml. Per customer, erroneous results were not reported out of the lab. No death, serious injury, or change to pt treatment is associated with this event.

Manufacturer narrative:
Customer was obtaining intermittent system check failures on the access 2 instrument since late 2007. Per customer, qc was showing similar bias low as pt results. Customer indicated the pt results for 2 days near the event were reviewed and no other erroneous results were reported. A field service engineer (fse) was dispatched to the customer's lab. The fse performed type 1 cf reactive protocol. Per fse, system check revealed substrate imprecision and multiple low vacuum errors were posted to the event log. The fse found bent substrate probe which was replaced. The fse replaced; check valve, seal and belt, and aspirate probes. The fse discovered utility assay had been disabled and re-enabled. Following the repair, fse performed a diagnostic testing which passed within specs. Customer has sent data for further investigation. In addition, an instrument specialist has been assigned to this lab. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.